Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, the lead exhibited a dislodgement, and the helix was unable to be retracted. The lead was ultimately not used. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the inner coil found no anomaly inside the connector region. X-ray examination of the helix mechanism noted the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event was isolated to the helix being stretched/bent and clogged with blood/tissue.